Manufacturer narrative:
Initial 1 of 6. Name: medtronic minimed, country: united states of america, street: 18000 devonshire street, city: northridge, state, province or territory: california, post office or zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that six infusion sets fell off on (B)(6) 2026 due to tape was not sticking.